Event description:
Ventilator tubing w/heated wire on pt, 60 cycle interference noted on EKG monitor. Product removed, no further problem. All product has been removed. Co is evaluating the three incidents we have had using their product over the last 2 wks.device labeled for single use. Patient medical status prior to event: fair condition. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.